Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician noticed a twist in the proximal segment of the etlw1620c124e post deployment. It was confirmed that there was no notable damage to the device prior to insertion. The delivery system was rotated counter-clockwise by the physician post deployment of the limb and the physician then wired from above and below. A balloon was then used, from below first, to expand the stent graft. It was reported that the stent graft had fallen down approximately 20 mm due to the manipulation so once wired and ballooned a secondary stent graft was placed from the flow divider to the left hypogastric. This resolved the event. As per the physician, the cause of the event was the loading of the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary the exact cause of the incomplete expansion of the contra limb during implant could not be determined from the still images provided during implant. Complete angiograms during implant including cines during positioning of the devices, stent graft deployment, and ballooning were not available for return, and post-implant CT¿s were also not provided. Incomplete expansion of the proximal portion of the deployed contra limb was confirmed; however, the reported stent graft twist could not be confirmed (or ruled out). It is possible that this was anatomy related. The pre-implant CT¿s revealed that the abdominal aorta contained significant irregular thrombus; ~25mm average flow lumen diameter. This may also have been user/procedural related. Device evaluation summary the delivery system returned with the external slider partially open. Kinks were observed 9.0 and 10.2cm from the tip. On retraction of the graft cover severe kinks were observed on the spiral inner shaft 9.9 and 10.9cm from the tip. The reported deformation in-vivo was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.